Event description:
It was reported that patient noted "his pump is starting to flip due to weight loss". No further information was provided at the time of this report. Additional information has been requested from the hcp, but was not available as of the date of this report.